Event description:
Mynx vascular closure device used to close femoral artery after cerebral angiogram resulting in intravascular deployment of device requiring surgical removal. Diagnosis: closure of femoral artery after cerebral angiogram.